Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 824a46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device made an unusual noise during functional inspection. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the springs clamp release was not present and the drag spring was not properly assembled in the bulkhead pocket not allowing the device to function properly and possibly causing the noise reported. No further functional test could be performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. Device history review: a manufacturing record evaluation was performed for the finished device batch number 824a46, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the motor was sounding different when firing. There were no patient consequences reported.